Event description:
Pt burned. "Burned from the inside out of pt." No additional information was provided.

Manufacturer narrative:
Misonix tested the generator electrically and handpiece, and ran it for a 30 minute continuous burn in. No high temperatures were noted on the handpiece case or the front driver or test probe. An amplitude output vs output knob setting measurement was taken and data series generated. The customer equipment was on the low end of specification. The digital display was not matching the knob setting at amplitude setting 8, only. The display read 9, which was actually higher than reality. All other settings matched. At this time, the generator and working handpiece are not suspected of being able to produce burning in a pt upon normal use, since the output of the system is actually slightly lower than nominal. It is suspected that user error is the cause of this complaint.